Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During implantation, the rv lead perforated into the pericardial sac causing the impedance of the lead to gradually increase and reach 1400 ohms. The patients vitals did not change, but the procedure was terminated with the lead and guiding catheter in place. Should additional information be received, this file will be updated.